Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown at 65% battery life. Customer plugged the pump into a car charger and the pump still would not turn back on. When the customer went home they plugged the pump into a power source and reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer's blood glucose level was impacted (343 mg/dl). Customer delivered an injection to stabilize blood glucose levels and stated they have back up manual injections for insulin therapy.